Event description:
The customer reported the +24.5 diopter cq2015a collamer three piece lens broke in half during insertion. Half of the lens was went into the eye and tore the patient's iris and the other half remained in the injector. The reporter stated they have been having some issues with the epiphany injection system. The first lock/click would not secure while loading, therefore, causing the leading haptic of the lens to bend over the optic.

Manufacturer narrative:
(B)(4). Search by lot number. Visual inspection of the returned product showed a haptic was bent, a piece of the optic was torn off on the lens and 26 sealed injectors were received. A search by lot number revealed there were no similar complaints within the work order. Based on the complaint information, lot order search and evaluation of the returned product, we were unable to determine a specific root cause of the event. (B)(4).